Event description:
Analysis of the returned device found that the shaft was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4). A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted a break in the shaft 7cm from the hub that exposed the inner braid. The shaft was also kinked in several places along the length of the device. No other anomalies were noted to the device. Based on the information provided and the investigation it was determined that the most likely cause of the damage noted to the device was related to resistance encountered in the tortuous anatomy that resulted in force being applied to the device. Therefore, the most probable cause of the event was operational context.